Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl at the time of the incident. No details regarding symptoms or treatment methods were provided. Troubleshooting did not occur for the hypoglycemia. It is unknown if the auto mode feature was active and automatically adjusting insulin during the incident. The device will not be returned for the analysis.